Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the subject device presented picture interruptions and a bad picture.. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: cracked cable unit; cracked head unit; and water tightness defect. Based on the results of the investigation, and since the picture interruptions were not confirmed, a probable cause for the customer reported malfunction could not be established. Based on the results of the investigation, it is likely that the water tightness was lost due to damage on the cable unit. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.